Event description:
Migraines, inflammation, allergies, joint deterioration; blurred vision, chest pain, ringing in ears, sinus pressure, muscle pain; multiple repeated infections, eyes, colds, utis, trouble breathing; back pain, flu like symptoms, jaw pain, chronic fatigue, immune system failure. Cognitive issues, confusion, memory loss, fog, anxiety, depression, chronic widespread pain.